Manufacturer narrative:
Investigation results were made available. Event description: it was reported that initial operation was performed with ann humeral nail on (B)(6) 2020. After 4 weeks from the surgery, one of the proximal screw was found backed out. Therefore, revision surgery was performed on (B)(6), and the backed out screw was explanted. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: two x-rays were received and reviewed by hcp. Image 1 shows the postoperative situation, image 2 the situation prior to revision. Assessment of imaging: the 1st image taken post-operatively demonstrates appropriate appearance of intramedullary nail with proximal and mid humerus interlocking screws. The hardware is intact. Possible prior fracture at the medial humeral neck. Soft tissues within normal limits for postoperative state. The 2nd image demonstrates backing out of the most proximal screw which now demonstrates a gap between the head in the lateral cortical surface of the humeral head. Remainder of the hardware appears unremarkable. Bones and soft tissues unremarkable. Impressions: the most proximal screw of the hardware has backed out secondary to loosening between the 2 time points. Besides the loosening of the proximal screw, fit and alignment of hardware appears normal. Bone quality appears normal. No contributing factors identified. Product evaluation: no product was returned for an investigation, therefore no visual and / or dimensional analysis could be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that initial operation was performed with ann humeral nail on (B)(6) 2020. After 4 weeks from the surgery, one of the proximal screw was found backed out. Therefore, revision surgery was performed on june 10, and the backed out screw was explanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the evaluation of the received x-rays, the reported event can be confirmed. There was a backing out of the most proximal humeral fixation screw. As the explanted screw has not been returned for an investigation, no retrieval analysis could be performed. Based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multi-factorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multi-factorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00278-1, 0009613350-2020-00287-1, 0009613350-2020-00276-1.

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical product: ann ph nail lt 7 x 160mm, catalog no #: 47249616107, lot #: 3007829. Therapy date: (B)(6) 2020. The manufacturer did receive x-ray for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to migration of the screw.